Event description:
Medtronic received information regarding a repair request with no alleged product deficiency. There was no patient impact. Additional information was received stating broken bearings was found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that broken bearings. The likely cause of failure could not be determined. It was also noted that the bur cannot be inserted, the tube cannot be extended or retracted, the tip of the tube is damaged and a piece of the distal bearing is stuck inside, an excessive amount of force was required to remove the housing nut, small bore housing and knuckle, drive shafts are corroded, the colour ring is scratched, and laser markings are partially fading. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.